Event description:
It was reported by service report that the fowler collapsed from the highest height to the lowest height. Pt was involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Lift drive assembly.